Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: part: 806.046.02s; lot: 7l24925; manufacturing site: oberdorf; release to warehouse date: 23 september 2020; expiration date: 01 september 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a maxillary lefort surgery. During the surgery, when the first screw inserted, it was loose in the lesion. When use the emergency screw, it broke off. Drilled over the broken emergence screw and put in matrix midface screw. The surgery was completed with 30-minutes delay. No further information is available. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for (1)2.5mm rapid resorbable emergency screw 6mm-sterile this report is 1 of 2 for (B)(4).